Manufacturer narrative:
This report is submitted on 14 january 2020.

Event description:
Per the clinic, the patient experienced poor performance with device use; subsequently the device was explanted on (B)(6) 2019.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on (B)(6) 2020.